Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp). They reported that the patient did not experience urinary retention prior to the device. Catheterization was not the patient's 'standard of care' prior to the device. They noted that the patient has had occasional elevated post void residue (pvr), overall not chronic retention. They will monitor the patient in office. The issue was resolved.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency. Their trial started on (B)(6)2025. It was reported that the patient was experiencing pain and a new urinary/bowel symptoms (not baseline) of urinary retention (can't urinate). Patient was reporting a lower back pain since yesterday. They also mentioned they didn¿t feel like they were emptying their bladder completely. They already have called the office to report back pain. The issue was not resolved and was ongoing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.